Manufacturer narrative:
Document review: gmk primary uc fixed tibial insert size 5, 10 mm. Code 02.07.0510fuc / lot 114666 (50 items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The 45 items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, the problem occurred is highly likely not device related.

Event description:
(B)(4).